Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, after hearing a snap, crackle, and pop sound, the clip is still not disengaging. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event. Additional information was received on april 19, 2024. It was clarified that the clip was difficult to release. The anatomy location is duodenum and there were nine clips that have the same problem.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on april 19, 2024. Block h6 has been updated to code a15 clip difficult to release from the catheter,

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, after hearing a snap, crackle, and pop sound, the clip is still not disengaging. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip does not release from the catheter.